Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced an adverse event of severe hyperglycemia with a blood glucose value of 503 mg/dl leading to diabetic ketone acidosis. Customer reported that they treated for the high blood glucose value with insulin injections and also changed the infusion set. Insulin pump will not be returned for analysis.